Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. Due to external factors, the watertightness of the suction valve housing was not maintained. The watertightness was not maintained due to perforation of the bending section rubber due to external factors. Due to the stretch of the angle wire, the angulation was insufficient. The insertion tube was crushed due to an external factor. The control section, boot, eyepiece, grip unit, angulation control lever, up / down plate, venting connector, light guide cover, and diopter adjustment ring were scratched by external factors. The mark of the light guide was peeled off. The exact cause of the reported event could not be conclusively determined. However, there is a possibility that the coating was peeled off due to physical stress such as friction or chemical attack with a chemical solution other than recommended. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the insertion tube greater than 1x1 square millimeter was peeled off. There was no report of patient injury associated with the event.